Event description:
It was reported that this right ventricular (rv) lead oversensed electromagnetic interference (emi) noise which led to false atrial tachy response (atr) events. Technical services (ts) was contacted and reviewed the data available. This rv lead remains in service. No adverse patient effects were reported.